Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On the day of event at 10:00 am, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. Ten minutes later, the patient claimed she experienced the symptoms of shaking, sweating, dry mouth and 'pale'. The patient took no actions, and received no treatment. She did not seek any medical attention. Troubleshooting revealed the patient's test strips were correct, and that she had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient did not replace the meter's battery as recommended. The patient reportedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.